Event description:
The spiderfx was deployed into the popliteal toward the end of the procedure, after stent placement and other interventions during this very difficult case were complete. The physician noticed the delivery of the spiderfx over a 014 wire was very difficult with pushing. The physician noticed movement distal to stents, therefore, the spider delivery was removed and noted to not contain the delivery end. A snare was used to retrieve the delivery portion of the spider. No injury or surgery required.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.